Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va02s0t, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va03x0t, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that the battery felt shifted, the pocket was sore, and there appeared to be a "bump" where the lead and extension are connected behind the ear. The rep reported that the patient notified their managing healthcare providers of the issues and was awaiting scheduling from their office to have an appointment. No further patient complications have been reported as a result of this event.